Event description:
It was reported that a progav 2.0 (#fx410t) was implanted together with a shuntassistant 2.0 (fx103t) during a procedure performed on (B)(6) 2023. According to the complainant, the vale caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year. Height: 76 cm. Weight: 6 kg. Gender: female. Same incident/patient as medwatch # 3004721439-2024-00161

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, a computer-controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. Hhowever the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Result : based on our investigation results, we can determine a blockage and a non- adjustability. The determined deposits can be named as the cause for the functional deviation . Organic matters in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.